Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for analysis. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was located in the distal left anterior descending artery (lad) with heavy calcification. The xience v stent did not reach the target lesion, as it dislodged. It could not be confirmed whether or not the dislodged stent remains in the patient anatomy. The device was exchanged for a non-abbott stent to complete the procedure successfully. No adverse patient sequela was reported. The patient's final outcome is satisfactory. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.